Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain/ pain and discomfort in her lower abdomen") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion medically important), dyspareunia ("pain during intercourse"), back pain ("lower back pain"), vulvovaginal discomfort ("vaginal discomfort") and general physical health deterioration ("caller reported that her symptoms has progressively gotten worse over the years"). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, back pain, dyspareunia, general physical health deterioration and vulvovaginal discomfort to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('abdominal pain/ pain and discomfort in her lower abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), back pain ("lower back pain"), vulvovaginal discomfort ("vaginal discomfort") and general physical health deterioration ("caller reported that her symptoms has progressively gotten worse over the years"). At the time of the report, the abdominal pain lower, dyspareunia, back pain, vulvovaginal discomfort and general physical health deterioration had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, general physical health deterioration and vulvovaginal discomfort to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("abdominal pain/ pain and discomfort in her lower abdomen") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and yeast infection (she has a history of recurrent yeast infections, but has not had any years.). In (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), dyspareunia ("pain during intercourse /extreme pain and discomfort during intercourse"), back pain ("lower back pain"), vulvovaginal discomfort ("vaginal discomfort"), general physical health deterioration ("caller reported that her symptoms has progressively gotten worse over the years /my symptoms have worsened over the last 2 years and become unbearable over the last year"), coital bleeding ("bleeding/ brown discharge during intercourse ¿ not on period"), vulvovaginal dryness ("dryness in the vaginal canal"), dysuria ("pain urinating / pain with urination"), pollakiuria ("frequent urination ¿ most days 20-25 times per day or more, having to pee every 15-30 minutes"), fatigue ("fatigue / chronic fatigue"), weight fluctuation ("weight fluctuations") and vaginal discharge ("brown discharge during intercourse ¿ not on period/white discharge ¿ with an odor and without and odor") and was found to have ph body fluid abnormal ("ph levels unbalanced on a monthly/ weekly basis"). At the time of the report, the abdominal pain lower, dyspareunia, back pain, vulvovaginal discomfort and general physical health deterioration had not resolved. The outcomes for coital bleeding, vulvovaginal dryness, ph body fluid abnormal, dysuria, pollakiuria, fatigue, weight fluctuation and vaginal discharge were unknown. The reporter considered abdominal pain lower, back pain, coital bleeding, dyspareunia, dysuria, fatigue, general physical health deterioration, ph body fluid abnormal, pollakiuria, vaginal discharge, vulvovaginal discomfort, vulvovaginal dryness and weight fluctuation to be related to essure administration. The reporter commented: her surgery consultation was scheduled for (B)(6) 2022. Discrepancy noticed in the patient´s date of birth (18-feb-1995). She started noticing more painful above symptoms in 2020, all got worse last year and within this year they have become unbearable and prevent her from living her normal life of being physically and sexually active. On the last follow up, the reporter informed that the essure was not removed yet because she is waiting for reimbursement. The patient complained of vulvar itching and discharge; the symptoms began 4 days ago after she used new lubricant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-sep-2022: the following information were updated: intervention required and the surgery for essure removal were deleted (essure was not removed). The annex f and the reporter causality comment were updated. 12-sep-2022: new reporter (hcp) added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("abdominal pain/ pain and discomfort in her lower abdomen") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), dyspareunia ("pain during intercourse /extreme pain and discomfort during intercourse"), back pain ("lower back pain"), vulvovaginal discomfort ("vaginal discomfort"), general physical health deterioration ("caller reported that her symptoms has progressively gotten worse over the years /my symptoms have worsened over the last 2 years and become unbearable over the last year"), coital bleeding ("bleeding/ brown discharge during intercourse ¿ not on period"), vulvovaginal dryness ("dryness in the vaginal canal"), dysuria ("pain urinating"), pollakiuria ("frequent urination ¿ most days 20-25 times per day or more, having to pee every 15-30 minutes"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and vaginal discharge ("brown discharge during intercourse ¿ not on period/white discharge ¿ with an odor and without and odor") and was found to have ph body fluid abnormal ("ph levels unbalanced on a monthly/ weekly basis"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2022). At the time of the report, the abdominal pain lower, dyspareunia, back pain, vulvovaginal discomfort and general physical health deterioration had not resolved. The outcomes for coital bleeding, vulvovaginal dryness, ph body fluid abnormal, dysuria, pollakiuria, fatigue, weight fluctuation and vaginal discharge were unknown. The reporter considered abdominal pain lower, back pain, coital bleeding, dyspareunia, dysuria, fatigue, general physical health deterioration, ph body fluid abnormal, pollakiuria, vaginal discharge, vulvovaginal discomfort, vulvovaginal dryness and weight fluctuation to be related to essure administration. The reporter commented: my surgery consultation is scheduled for (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-aug-2022: reporter details updated. Event post coital bleeding, vaginal discharge, vulvovaginal dryness,ph body fluid abnormal,dysuria, pollakiuria, fatigue, weight fluctuation added.reporter causality comment added. Reference section updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.